Manufacturer narrative:
(B)(4). No device was received. A review of complaint databases and manufacturing records did not identify any anomalies. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot = review of manufacturing records of lot wwb-06 did not identify any anomalies. 20 parts manufactured and placed into stock on aug 1999 if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision planned because of normal and expected pe wear.